Event description:
It was reported that during an unknown procedure, the device failed to refire after a successful firing. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Jaws disengaged. Evaluation summary: the analysis results found that the device was returned with the right jaw disengaged from the cam. The instrument was empty, no functional test was performed due to the condition of the device. No conclusion could be reached as to what may have caused the found damage. A batch record review was performed and no anomalies were found during the manufacturing process.